Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. It was confirmed that the stapler instrument and reload associated with this event have been discarded and will not be returned for evaluation. If additional information is received, a follow-up MDR will be submitted. An isi advanced failure analyst (afa) engineer conducted a stapler log review and found the following: the sureform 60 stapler instrument with (part #480460- 09; lot #l93211207-0106) was used in the 3rd da vinci-assisted surgical procedure performed on the event date. There were no errors/issues with this specific sureform 60 stapler instrument. No image or video recordings available for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted bariatric revision surgical procedure, the sureform 60 stapler instrument misfired and stomach tissue ripped. As a result, the surgeon had to place sutures in order to repair the ripped tissue. The cause of the customer reported issue is unknown at this time.

Event description:
It was reported that during an unspecified da vinci-assisted bariatric revision surgical procedure, the sureform 60 stapler instrument misfired. As a result, the surgeon had to place sutures to complete the case. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr confirmed that he received the information from the surgeon. The surgeon had stated that he had used the green sureform 60 stapler reload when the issue occurred. The stapler reload blade did not cut and the stomach tissue was pushed out and ripped. The surgeon repaired the ripped tissue with sutures. There were no system generated messages or pauses for compression while using the stapler instrument. The surgeon does not use buttress material. The patient is reported to be recovering well with no issues. No patient demographic details were provided. The stapler instrument and reload will not be returned to isi as the site discarded them. Isi has attempted to contact the surgeon to obtain additional information regarding the reported event. As of the date of this report, no new information has been received.

Manufacturer narrative:
Updated h9 with the field action number isifa2022-02-c.